Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing impedance measurement greater than 3000 ohms. Additionally, rv noise was observed. Therefore, the lead was reprogrammed to unipolar configuration. However, then noise persisted and a revision procedure was performed. The lead was explanted and successfully replaced with another boston scientific lead. The lead is expected to be returned for evaluation. No additional adverse patient effects were reported.